Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump unexpectedly reset multiple times. Customer's blood glucose (bg) level ranged form 257-367 (mg/dl). Supplies were changed and a new cartridge was loaded onto the pump following each reset. Boluses via the pump were delivered to address bg level. Reportedly the customer did not have backup insulin therapy available and did not want to contact their healthcare provider to obtain any.